Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The infusion set was detached at from the connector. The infusion set was used for two to three days. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.